Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderate tortuous and moderately calcified lesion below knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 20 seconds the balloon ruptured. The procedure was completed with another of the same device. No patient complication.